Event description:
Caller states that the pt tested 347mg/dl on the device and 124 on the facility's device within mins. No treatment was received and no adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.